Event description:
The dental implant fx4014swc was removed due to loss of osseointegration 4 months after implantation. The doctor indicated patient had no significant medical history. Patient has been recovered without complication.